Manufacturer narrative:
The results of this evaluation indicated that this event may be attributed to improper technique by the user.

Event description:
The instrument was returned from the hospital to the sales agency. Upon inspection of the instrument, it was noted a metal thread had been stripped from inside of the reamer. There was no adverse consequence to the patient or delay in surgical or anesthesia time.